Event description:
It was reported the procedure was being performed in the intensive care unit. After the catheter was inserted they were removing the peel-away sheath. The one orange tab broke off at the proximal end when the hub was cracked for removal. The clinician was able to remove the sheath without any intervention. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). Corrected data: the first follow-up report indicated that no sample was available for evaluation. Since then a sample has been received and examined. Evaluation codes have been updated to reflect the methods and results. Device evaluation: the reported complaint was confirmed. The sheath was observed to be torn in half along the score lines and one of the sheath tabs was separated from one side of the sheath body. Microscopic examination revealed that the inside of the separated tab was smooth and an outline of the tab was observed on the sheath body. A review of manufacturing records for the most recent lot shipped to this customer revealed a relevant finding. Therefore, the cause is manufacturing related. Further investigation has been initiated and a recall has been initiated under z-2462-2015.

Manufacturer narrative:
Complaint verification testing could not be performed because no sample was returned for analysis. However, a review of manufacturing records revealed a potentially relevant finding. Therefore, the probable cause of this item is manufacturing related. Further investigation has been initiated.

Manufacturer narrative:
(B)(4).